Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a white line visible on the image.the issue was identified during inspection for use. There were no reports of patient involvement.